Manufacturer narrative:
Date of event: the event date was not reported.

Event description:
It was reported that ultrex penile prosthesis device had device performance issues. Physician tried all troubleshooting techniques but none of them worked. The device is many years old. All components were explanted and replaced.

Manufacturer narrative:
Date of event - the event date was not reported the complaint component was returned and analyzed, and the reported allegation of mechanical issue was not confirmed via product analysis. The ams700 ipp cylinders were visually inspected and functionally tested. Cylinder 1 has a pinhole leak in the proximal cylinder body that was the result of sharp instrument damage consistent with explant damage; pinhole was present. Due to this damage being consistent with explant it will be considered a secondary failure. Cylinder 1 was not pressure test due to leak was identified. Cylinder 2 was pressure tested and performed within specification; no leak was found. Both cylinders had wear at fold in proximal cylinder body and in cylinder body. Based on this investigation, the investigation conclusion code of no problem detected was chosen because the reported events could not be confirmed or substantiated through investigation. Based on the results of this investigation, no escalation is required. 72403900 459761006 pump tactile iz the complaint component was returned and analyzed, and the reported allegation of mechanical issue was not confirmed via product analysis. The tactile pump was visually inspected and functionally tested; no leaks were found. The kink resistant tubing (krt) was worn to the filament; however, no leaks were present. The outer layer of pump bulb was worn that result of wear against the pump strain relief krt junction; no leaks were found. Based on this investigation, the investigation conclusion code of no problem detected was chosen because the reported events could not be confirmed or substantiated through investigation. Based on the results of this investigation, no escalation is required. 72402970 459476020 reservoir 65 ml iz the complaint component was returned and analyzed, and the reported allegation of mechanical issue was confirmed via product analysis. The ams 700 spherical reservoir was visually inspected and functionally tested. There was a leak in the reservoir kink resistant tubing (krt) at the reservoir adapter strain relief junction due to fatigue. Reservoir has wear at a fold in reservoir shell. The identified fluid leak is also the probable cause of the reported mechanical issue, as the device would not be functional after the system fluid was lost. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure. Based on the results of this investigation, no escalation is required

Event description:
It was reported that ultrex penile prosthesis device had device performance issues. Physician tried all troubleshooting techniques but none of them worked. The device is many years old. All components were explanted and replaced.